Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The deice history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient underwent revision approximately 18 months post implantation due to implant loosening. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006530, 64631093, bone scr 6.5x30 self-tap. 00625006560, 77002956, bone scr 6.5x60 self-tap. 00625006530, 64609715, bone scr 6.5x30 self-tap. 00625006525, 64628403, bone scr 6.5x25 self-tap. 00625006525, 64574202, bone scr 6.5x25 self-tap. 00625006520, 63024369, bone scr 6.5x20 self-tap. 00625006560, j6610267, bone scr 6.5x60 self-tap. 11-363664, 156930, 36mm cocr mod hd +6mm. 010000985, 6588444, freedom const, lnr 36mm g. 11-107018, 935400, freedom constr hd 36mm t1 std. 110010267, 6725624, osseoti multihole 58mm g. 00236901435, 3.5 mm locking screw 14 mm length. 00236902035, 3.5 mm locking screw 20 mm length. 00236903035, 3.5 mm locking screw 30 mm length. 00236020527, drill standard 2.7 mm diameter. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00013, 0001822565 - 2022 - 00137, 0002648920 - 2022 - 00015, 0002648920 - 2022 - 00016, 0002648920 - 2022 - 00017, 0001822565 - 2022 - 00138.